Event description:
It was reported that the pump showed error code 1260 during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: evaluation codes updated device evaluation: one device was received. The device was visually and functionally tested and the customer reported error was verified during power up. The cause was found to be the main board. The main board was replaced.